Manufacturer narrative:
(B)(4). D10. 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners item# 00875305001 lot# unknown. Bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 item# 00877503203 lot# unknown. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 standard offset reduced neck length item# 00771100610 lot# unknown. G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient experienced left hip pain and prosthesis dysfunction approximately 7.5 months post-implantation. Pain intensified during walking and subsided with rest, and a friction sound from the prosthesis was audible during ambulation. Anteroposterior and lateral radiographs of the left hip showed postoperative changes of total hip arthroplasty with a hypodense shadow beneath the prosthesis. After trauma and infection were excluded, the patient was admitted as an outpatient for etiologic evaluation with a diagnosis of prosthesis dysfunction following hip arthroplasty. Hip CT or MRI was planned to characterize the hypodense shadow and assess prosthesis displacement. Nonsteroidal anti-inflammatory drugs were prescribed for pain relief, and proactive preoperative preparations were initiated with a planned elective surgical intervention. Revision surgery was performed. Liner was found to be fractured. No other malfunction found. Diligence is completed and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b3, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information has been provided.